Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an thoracoabdominal aortic dissecting an eurysm. The patient also had end-stage renal disease, anephric status (complete renal failure) and hypertension. The physician inserted guidewires into the true lumen bilaterally, diameter measurements were taken of the proximal and distal landing zones. The physician elected to use an endurant bifurcated stent graft, however, due to the barbs on the endurant stent graft the physician believed that this may create a new fenestration with the bare mental stent; therefore, the physician implanted another manufacturer¿s aortic cuff as a proximal extension piece just below the sma prior to the implantation of the endurant bifurcated stent graft. The endurant bifurcated stent graft was advanced through the right side, implanted with the bare metal/barbs within the other manufacturer¿s aortic cuff, and deployed down to the contralateral stub, the contralateral gate was cannulated, the contralateral iliac limb was advanced up the left side to the intended landing zone and deployed. The ipsilateral limb was deployed. All devices were post dilated with a reliant balloon. An angiogram was performed demonstrating that there was good filing of the celiac artery, the sma and excellent exclusion of the false lumen in the aortic section. The angiogram revealed that there was faint retrograde filling in the in the left common iliac artery, back up into the false lumen. An endurant limb (16x16x82) was implanted distally extending down to the hypogastric artery. There was some filling in the right ipsilateral limb that the physician believes may be a small type iii endoleak, fabric, since this was not coming from the distal iliac limb; however, there was no intervention performed at the time of the index procedure. There was another angiogram performed which revealed mild graft compression in the right iliac limb, the distal aorta and proximal common iliac; however, this was not flow limiting. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the patient recovered from acute kidney injury due torhabdomyolysis, contrast nephropathy ischemia, and renal ischemia three months post index procedure. The three year follow up revealed that there was perfusion of the false lumen from an unknown location. The physician will continue to monitor the patient.

Event description:
Correction for this case, the information; it was reported that the patient recovered from acute kidney injury due to rhabdomyolysis, contrast nephropathy ischemia, and renal ischemia three months post index procedure, this information needs to redacted, as this event was inadvertently reported for this patient however the event was not related to this patient.

Manufacturer narrative:
(B)(4). Results and conclusion: (kinking). (User related; not follow the IFU for using system for treatment of a dissection). (Anatomy related; pre-implant dissection).